Event description:
The customer contacted baxter's technical service center regarding air in tubing (without alarm), which occurred on the homechoice (hc) during use, during drain 3 of 4. The home patient (hp) stated his transfer set became disconnected during drain 3. The hp immediately put a minicap on before calling baxter. \the patient was not connected either at the time of the alarm or observed air. There was a loose connection and the patient line became separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the home patient (hp) would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2013 and he said that he did contact his nurse. He said he was not sure why the transfer set disconnected from his patient line, but as soon as it happened he put a minicap on his transfer set. His nurse gave him a supply of antibiotics to take as a precautionary measure. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The reported condition could not be confirmed. A follow-up report will be filed if any additional information becomes available.